Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure over two levels. While using the balloon and syringe, the surgeon noted that a stream of contrast was leaking near the top of the balloon. "The surgeon had to inflate one side, then reuse the same balloon on the other. Thus having a bilateral inflation." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.